Event description:
The physician intended to implant a 3.5 mm diameter x 15 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal lad with 70% stenosis. The target lesion was not pre-dilated. The stent was delivered to the target lesion but was not deployed. An other brand guidewire was then introduced. It was reported that the guidewire became entangled with the resolute integrity delivery system and both devices were withdrawn. Stent struts of the resolute integrity device were observed to be damaged on removal. Another stent was then successfully implanted. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
(B)(4) inherent risk of procedure (stent damage, failure to deliver the stent), failure to follow instructions (target lesion was not pre-dilated), related to operational context (it is likely that the entanglement of the device with the accessory equipment, and the subsequent withdrawal of the device through the stenotic lesion, resulted in the damage to the resolute integrity stent struts.) User error contributed to event (target lesion was not pre-dilated), operational context contributed to event (it is likely that the entanglement of the device with the accessory equipment, and the subsequent withdrawal of the device through the stenotic lesion, resulted in the damage to the resolute integrity stent struts) (B)(4).